Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level reported. In response, the technical support team reviewed potential issues, discussed alternative site placements and the possibility of using a longer cannula, provided samples for a different infusion set, and encouraged adherence to loading processes. Customer's mother agreed to implement these suggestions and was advised to contact technical support again if issues persisted.